Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range high voltage lead impedance and increase capture threshold were observed during a follow-up in clinic. The lead was capped, and replaced. The patient was stable post procedure.